Event description:
It was reported to resmed that an aircurve 11 vauto device displayed blower error 1 while in use on a hospitalized patient. Subsequently, the patient's oxygen saturation started to drop, and the patient was placed on a different device with supplemental oxygen.

Manufacturer narrative:
The device was returned to resmed. Evaluation confirmed the reported blower error. Visual inspection identified water damage and water odor throughout the pneumatic block. The blower was replaced to address the issue. The device was serviced and tested before it was returned to the customer. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference#: (B)(4).